Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the reason the pump was not able to be programmed was that it was interrogated and started a couple of days before the surgery "for some reason," and therefore not used when they saw fluid. It was reportedly a user mistake.

Event description:
It was reported the pump was interrogated and then stopped prior to implant. Then, the implant procedure was delayed (unknown reason) and resulted in the pump being stopped for more than 48 hours. The pump then "had leaked fluid". The implanting healthcare professional (hcp) did not want to use the stopped pump because they had expected it to "not deliver anything while stopped". It was additionally reported that they were "unable to program the pump and fluid was seen". The pump was never implanted. The medication or fluid in the pump was not reported.